Event description:
It was reported that (1) tlc75 was used during an unknown procedure. It was reported by the rep that the tlc75 was used once and all operation was normal. After a reload was inserted, the instrument would not work. The case was completed and there was no consequence to the pt.